Event description:
It was reported there were telemetry issues due to an overdischarge. Patient compliance was the primary reason for overdischarge. The last successful recharging session was 1 to 2 months ago. The antenna locate feature was not possible as the patient recharger was not a current model. The implantable neurostimulator (ins) had prior overdischarges. A physician mode recharge (pmr) was to be conducted to see if the ins had three overdischarges. Additional information received reported that the overdischarge was the third. The pmr was unsuccessful and ins was to be replaced. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377760, lot# n0032401, implanted: 2006-(B)(6), product typ lead product ID 377760, lot# n0047804, implanted: 2006-(B)(6), product typ lead product ID 37742, serial# (B)(4), product typ programmer, patient product ID 3708120, serial# (B)(4), implanted: 2006-(B)(6), product typ extension product ID 3708120, serial# (B)(4), implanted: 2006-(B)(6), product typ extension. (B)(4).